Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported when the patient presented for a routine follow up, premature battery depletion was observed. The remaining battery longevity dramatically dropped from the expected longevity at the last follow up. Device was explanted and replaced. The patients condition was stable after the event.

Manufacturer narrative:
Evaluation description: the reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found. (B)(4).